Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42502807401 persona femur trabecular metal (cr) lot# 65673399. 42530008301 persona tibia trabecular metal 2-peg porous brg lt size h lot# 65673930. 42512101012 persona articular surface (mc) left 12 mm lot# 65658316.

Event description:
It was reported a patient had a left total knee arthroplasty and one day post-op experienced a significant amount of drainage. Two additional sutures were placed to the distal portion of the incision. Eight days later, the patient was seen in the office for a follow-up appointment and the doctor notes he could see where he had some bloody drainage at the distal portion of the incision. Dermabond was placed on the distal incision and the patient was placed in a knee immobilizer for the weekend and prescribed prophylactic antibiotics. The event was considered resolved without further wound complications

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. It was reported additional suture and dermabond was applied to the wound. Prophylactic antibiotics were prescribed as per standard protocol. The wound healed without further complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.